Event description:
During advancing, the enterprise delivery system got stuck between the hub and the proximal portion of the prowler select plus (606-s255x, lot #14052845) microcatheter, and the stent partially deployed at the site. The physician claims that the product was prepped correctly. Additional info indicated that all IFU guidelines were followed during prep and use. The enterprise system and microcatheter were removed as a unit and the target site was lost. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.